Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-dec-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began at least 6 months ago. Patient stated they have been in so much pain lately they can't do it anymore. Patient said they have not been able to charge their implant for a while. During the call patient service walked patient resetting controller and through passive recharge mode and patient fluctuated between 81 81 81 and 71 94. Pt was not able to establish a proper connection nor start charging implant. Patient service asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent asked, pt said they have fallen twice but head first and neck, and did not affect the implant site. Pt mentioned "something is wrong with my head and they are trying to figure it out". Emailed prs tp update address, emailed list of physicians to pt. Additional information was received from the patient. The patient called back stating they got same issue that it will take them at least 10 mins to locate the ins. Patient mentioned they got the new recharger and it work for a while but the issue still persisted. The needed to reposition the recharger and it will lose the connection. Agent sent a request to replace the controller. Pt called back in and reported the replacement controller did not resolve the issue. However, after checking the serial numbers pt was using their original controller. Pt was able to recharge on excellent with the replacement controller. Pt will monitor the issue and call back if needed. Agent resent the physician listing. Pt stated the leads had shifted and they could feel the leads.